Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on 8/22/12 states that they would like to turn off lv sensing. The lv lead is sensing atrial activity. No adverse patient effects. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).